Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the station took more than 20 seconds to display the login screen during user login attempts. The station was running slowly. The customer rebooted the machine, but the issue persisted with no improvement. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the slow login at the station. A technical support specialist (tss) ran a wireshark capture on the application server while a user from the domain attempted to log in. The traffic was filtered for port since ldaps was in use, and one ip address was identified as the cause of the issue. The tss mentioned that providence team confirmed that the ip belonged to a decommissioned domain controller and identified a domain name system entry that had been created, which they subsequently removed. User logins were then confirmed to be back to normal, and permission to close the case was received from customer. The system functioned as intended after the technical support specialist and providence team troubleshot the device.